Event description:
It was reported that patient was a (B)(6) clinical study participant and was recently implanted with the drug infusion system about a week ago. It was stated that the patient felt like the ¿pump shifts¿ and was wondering about the length of healing and body adjustment to the pump; patient was provided with an abdominal binder around the pump area. ¿it bothered the patient more a day prior than the event date; patient had a short torso, and felt that they may be more hyperaware than others of something foreign in the body¿. Swelling was also noted around the implant site. Drug delivered via the device was remodulin. Additional information received later noted the event to be post-procedure recovery following implant in abdomen. MRI was carried out on (B)(6) 2012 which noted an intact device system. Patient recovered without sequelae.

Manufacturer narrative:
(B)(4).